Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the physician noted an infected pocket prior to the operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to a pocket hematoma. The pocket was revised, and the device was explanted. The patient tolerated the procedure well and will be followed normally.